Event description:
It was reported that during the pre-testing process, it was observed that the attachment device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, prolonged hospitalization or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device was not working was confirmed. An assessment was performed on the device which found that there was a piece of cutter inside of the device and thus not allowing completion of the pretest. It was determined that this condition was caused by applying too much force on the cutter while in use, thus, compromising internal component of the attachment. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.